Manufacturer narrative:
Patient codes: 2240,1685,1994,1695, 2061, 2360, 3189 - surgical intervention, 3191 - bulging abdomen, mesh migration, protrusion. It was reported that the patient underwent removal surgery on (B)(6) 2019. It was reported that following the procedure patient experienced hernia recurrence, bulging abdomen, abdominal pain, pain, adhesion, mesh migration, protrusion, scarring and disfigurement.

Manufacturer narrative:
Date sent to FDA: 7/24/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.